Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a perforation occurred during balloon inflation of the xience v stent. The pericardial bleeding was treated with a second balloon placed upstream. The nominal pressure was 14-16 bar and the artery was not calcified. The balloon was 10-15% unset from the stent. No additional event or pt information is available.